Event description:
Ous MDR - it was reported that about 36 months after implantation, this lead was capped and replaced and the ICD was exchanged due to stable increasing of impedance and threshold since (B)(6) 2015. The lead was capped. No adverse patient side effects were reported. The ICD was returned for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analyzed. The cardio report data and diagnostic images received for analysis were carefully investigated. However, the report contained no data on lead impedances or pacing threshold tests to confirm the clinical observation. The available x-ray movies did not indicate any lead anomalies. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.